Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation. Two pressure transducer printed circuit boards were replaced. The replaced parts have been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed.